Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
Additional information received from hospital medical records indicated the patient's spouse heard and noise and found patient who had fallen down the stairs and was unresponsive. Emergency services arrived and patient was found at the bottom of the stairs, unresponsive, pulseless and had agonal respirations. A paced rhythm was noted but was pulseless and pulseless electrical activity was reported. The patient was transferred to the hospital where resuscitation efforts were continued but were unsuccessful and the patient was declared deceased. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found.

Event description:
It was reported that the patient died two days after implant. It was further reported that the patient fell down the steps at home, tried to stand up, became unresponsive and subsequently died. The cause of death has been requested, but not received.